Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the device exhibited non-sustained right ventricular oversensing due to myopotential oversensing. Programming changes were discussed.

Event description:
New information states that the patient presented in clinic on (B)(6) 2019. The patient experienced shortness of breath. Programming changes were made.